Event description:
It was reported to boston scientific corporation on march 26, 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the pull wire broke while the forceps were inside the pt. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.